Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation on (B)(6) 2006 due to uretovaginal prolapsed and obstructive voiding. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and miniarc (american medical systems) and surgisis biodesign (cook medical) were implanted due to mixed urinary incontinence, cystocele, and recurrenty rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, organ perforation, bleeding, recurrence, dyspareunia, vaginal scarring, pelvic floor atrophy, chronic and worsening urinary problems, and other non-specified injuries. The patient underwent excision of extruded mesh, paravaginal repair, rectovaginal repair and tension free taping on (B)(6) 2008. On (B)(6) 2011, she underwent excision of exposed mesh. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-25040. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse and obstructive voiding. It was reported that the patient had the concurrent procedures of a total vaginal hysterectomy and diagnostic cystoscopy performed during mesh implantation. No additional information was provided.